Event description:
Reporter indicated that patient has experienced hoarseness since implant surgery. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis. It was reported that following implant surgery, the pt could not whisper and that their voice is now better, but still hoarse.